Event description:
It was reported that the pt's neurostimulator was turning off on its own. The pt was able to use the programmer and was aware of the use of the on/off switch. There was no accident or other incident related to this event. Add'l info was requested.

Manufacturer narrative:
(B)(4).